Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) .due to character restrictions in block e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was in operation on a patient, it could not display the full display and part of the screen could not be seen. The iabp was replaced to continue therapy. There was no personal injury reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse disassemble and rewind the wire, and the problem is solved and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.